Manufacturer narrative:
Qn# (B)(4). The device history review for the product hemolok l clips 3/cart 42/box lot# 73k2100237 investigation did not show issues related to the complaint.

Event description:
On (B)(6) 2022, the clip does not close during usage on the patient. The vessel being clipped is unknown. Other clips from the same cartridge with the same applier closed properly.